Event description:
Balloon catheter ruptured during a procedure. A piece of the balloon broke loose and was in patient's iliac vein. Md was able to snare the broken device and pull it out of the patient's body. Patient was an outpatient but admitted for monitoring of any complications. Used for the procedure on the (B)(6) and retrieved during the procedure. Reason for use: restenting and angioplasty. (B)(4).